Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, and fatigue. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the date of onset and scheduled to complete four days after this initial report was received, the patient was treated with unspecified intraperitoneal antibiotic therapy (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.